Event description:
Related manufacturer reference number 3006705815-2022-16433; related manufacturer reference number 3006705815-2022-16435. It was reported that patient experienced ineffective therapy. Reportedly, the patient lost 100 lbs. And the ipg migrated in the pocket pulling the leads down from their original location. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced and the ipg relocated. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.